Manufacturer narrative:
On february 21, 2025, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 300cc breast implant had an area of shell abrasion on the anterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites or gel exposures were detected during the analysis. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. No corrective and preventive action (CAPA) is required now.

Event description:
It was reported that a patient underwent primary breast augmentation with two mentor memorygel breast implants. Post-operatively, the patient was diagnosed with bilateral breast ptosis, right breast capsular contracture (baker grade iii), and bilateral lipodystrophy of the lateral chest walls. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2024. It was during the surgery that the gel bleed on the right breast was identified. Subsequently, the implants were replaced and capsulectomy and liposuction of bilateral lateral chest walls were performed. The replacement devices were: (right) 225cc mentor memorygel breast implant catalog: 3502254bc lot: 9864462 sn: (B)(6) and (left) 225cc mentor memorygel breast implant catalog: 3502254bc lot: 9989711 sn: (B)(6). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).